Event description:
The customer received a blood glucose reading of 157mg/dl on the contour next link. She was feeling hypoglycemic: dizzy and shaky, so took another test on a different meter. The reading was 49mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The strip information was not provided. Strips were not expected to be returned for evaluation. A new meter was sent to the customer.